Event description:
It was reported via repair work order that the head section could slide all the way out due to damaged cap bearings. The bolts had pulled through and damaged the plastic, allowing the head section to be pulled out completely. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.